Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's machine flow sensor and system board were replaced due to a ventilator inoperative alarm condition. No components were replaced for this issue. The device was returned unrepaired per customer's request.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" alarm condition occurred. The device's machine flow sensor and system board were replaced to address the issue. The device had evidence of tobacco contamination throughout the device.